Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was no longer able to hear with her device. She was able to hear for a few hours, followed by a sudden stop of hearing sensation for a few hours. This event happened repeatedly, and its occurrence had increased. Testing showed that the device had malfunctioned. The pt was re-implanted on (B)(6), 2010.